Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user was trying to get into the bed and the rail broke on the side. The part that lets the rail up and down broke on right side.